Event description:
It was reported that (1) device was used during an ovarian drilling procedure. It was reported by the affiliate that the 355sd was being used as the umbilical port. One insertion, the trocar arming device would not stay locked, hence the trocar disarmed all the time. Another instrument was used to complete the case. There was no consequence to the pt.